Event description:
It was reported that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully, without surgical delay, by removing and replacing the blocker.

Manufacturer narrative:
B5 was updated from 'it was reported that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay' to 'it was reported that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully, without surgical delay, by removing and replacing the blocker.' Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the blocker was not returned, a definite root cause cannot be determined. Possible root causes include excessive torque applied, misalignment or cross threading, or off axis force applied to the blocker during final tightening.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.